Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, it was not possible to enter patient data as the keyboard was not displayed. Rebooting the programmer did not resolve the issue.